Event description:
The customer reported that she was hospitalized with a high blood glucose reading of 800 mg/dl. The customer was feeling ill prior to being admitted. The customer was also diagnosed with pneumonia and congestive heart failure. The customer stated that she would be contacting her health care professional to review her settings. The customer declined troubleshooting at this time. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.